Manufacturer narrative:
(B)(6). 510k: this report is for seventeen (17) unknown screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent an open reduction internal fixation (orif) of the elbow and tibia on (B)(6) 2017. On unknown date patient reported experiencing pain at the implant site. Patient was returned to surgery on (B)(6) 2018 where surgeon removed all hardware. Hardware removed included one (1) 2.7mm/3.5mm variable angle locking compression plate (va lcp) olecranon plate, six (6) locking screws, two (2) cortex screws, one (1) 4.5mm lcp proximal tibia plate, seven (7) locking screws, and two (2) cortex screws. This report is for seventeen (17) unknown screws this is report 3 of 3 for (B)(4).